Event description:
The pt had an asd device implanted approximately two-years ago and follow-up identified no shunting; however, at her 12 and 18 month visits, minimal shunting was observed. The pt was referred to surgery and the device was removed. It was noted that the shunting was caused by device erosion at the edge of one of the discs.